Event description:
Vague report was received of the pump appearing to be operating but not delivering any insulin solution. No specific clinical info was reported. No medical or surgical intervention was required.